Event description:
It was reported that the lead was possibly dislodged. The patient's most recent merlin.net transmissions showed p-wave oversensing and undersensing of r-waves. A chest x-ray showed that the lead had pulled back in the atrium. The patient was not symptomatic. During the lead revision the lead was repositioned. Attempt to extend the helix was unsuccessful. The lead was explanted and replaced. Tissue preventing from retracting and extending the helix was observed. The patient was stable throughout and will continue to be monitored. The lead will not be returned.